Event description:
It has been reported that one bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml has been found with a loose stopper before use. The following has been provided by the initial reporter: it was reported that the stoppers were not fully seated in the tubes when removed from the box.. During r&d testing in franklin lakes, two tubes were found where the stoppers were not fully seated in the tubes when removed from the box. Tube 2: catalog#: 362781/ batch#: 9058507. Test date: on (B)(6) 2019, notification date: 23 sep 2019.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml has been found with a loose stopper before use. The following has been provided by the initial reporter: it was reported that the stoppers were not fully seated in the tubes when removed from the box. During r&d testing in (B)(6), two tubes were found where the stoppers were not fully seated in the tubes when removed from the box. Tube 2: catalog #362781/ batch #9058507. Test date: (B)(6) 2019. Notification date: (B)(6) 2019.